Manufacturer narrative:
The product was returned with the complaint for review. Photo and visual inspections were completed on the product. The device was reported to be a cpt size 3 std stem which was verified to be from a lot manufactured in oct 2011 and packaged in a polyethylene bag. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
Prior to surgery, the surgeon finished preparation for a cpt size 3 standard stem and sent for the implant. Upon opening the implant, the polyethylene bag that housed the stem was noted adhered onto the lateral shoulder surface of the prosthesis (per previous field alert) and had to be peeled off. The surgeon indicated a residue remained on the stem; therefore, a new implant was used to complete the procedure.